Manufacturer narrative:
(B)(4). Medical devices: 4fr catheter, steerable guide catheter, 1 implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tip moving distal and difficult gripper line removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One mitraclip xtr clip was deployed with no issue. Next, a mitraclip ntr clip delivery system (cds) was advanced to the mitral valve. During deployment, resistance was met while removing the gripper line (gl), and the atraumatic tip moved forward. Troubleshooting was performed; however, the gl could not be removed. With each movement, the atraumatic tip moved forward. The cds was removed, leaving the gl in place with the steerable guide catheter (sgc). A 4fr catheter was then advanced to the clip and the gripper line was removed with a snare. It was noted that there may have been a lot of tissue captured, making the gripper line difficult to remove; however, this could not be confirmed. Two clips were implanted, reducing the mr to 3+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove gripper line could not be determined in this incident. The reported material protrusion appears to be a result of procedural circumstances as the device was likely experiencing unforeseen tension due to challenges with removal of the gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.